Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the user noted a half-full cartridge upon waking and experienced hyperglycemia with a blood glucose of 362 mg/dl while using an inset infusion set; a guided system check confirmed insulin flow, and the user was instructed to replace the site and all supplies. Symptoms included elevated blood glucose. Outcomes included user-managed care without medical assistance, alarms, or hospitalization. Investigation included user interview, technical troubleshooting, and device function check. Investigation of this case revealed no observable cannula bend and a passed system check, with the cause of hyperglycemia not identified. It was concluded that the device was functioning as intended and that the cause of the event was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.